Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system exhibited a local infection at the implant site. The wound was cleaned and blood cultures confirmed no systemic infection. Additionally, there was evidence of an electrode erosion which resulted in a subsequent reposition procedure. Approximately two weeks post electrode revision, clinical follow-up confirmed the infection had failed to resolve and the entire system was then explanted. No return of product is expected and no information provided on a replacement at this time. There were no additional adverse patient effects were reported.